Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided further investigation of the customer issue included a review of the complaint text, in-house testing, a design history record review, a search for similar complaints, a review of statistical process control (spc) charts for architect tsh reagents and a review of labeling. Return material was not available from the customer. An accuracy testing protocol was executed using a file sample from lot 65044ui00. The testing met acceptance criteria which determined the reagent is performing acceptably. A design history review did not find any non-conformances or deviations with the lot number in question. Tracking and trending did not identify an adverse trend. The spc analysis shows that architect tsh is performing within panel limits. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect tsh reagent, ln 07k62, lot 65044ui00, was identified.

Event description:
The customer indicated that one falsely decreased architect tsh result was generated. The customer provided the following data: initial result: >100 miu/ml, which was autodiluted and generated results of 1.73 miu/ml and 118miu/ml. There was no adverse impact to patient management reported.